Event description:
Doctor attempting to gain radial access for stroke patient with calcified vessels. Portion of radial sheath became dislodged in patient requiring vascular surgery for artery repair.